Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position. Approximately 4 years and 9 months later, the patient underwent a valve in valve with a 23mm sapien 3 ultra resilia valve inside the pre-existing 29mm sapien 3 valve due to rising gradient and stenosis. The valve was implanted without issue and the patient left the room with a 1mm/mg catheter based gradient. As per follow-up with the vcc, the patient presented with symptoms of sob, fatigue, and edema with an ava index of 0.45cm and av mean gradient of 34mmhg. The leaflet morphology and ability appeared normal. There is mild central regurgitation and mild pvl.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for stenosis and central regurgitation were confirmed based on the medical record. A review of the DHR and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. As reported, "approximately 4 years and 9 months later, the patient underwent a valve in valve with a 23mm sapien 3 ultra resilia valve inside the pre-existing 29mm sapien 3 valve due to rising gradient and stenosis. After a review of the email provided, the patient has a history significant for severe as, hld, a-fib and htn. Patient presented approximately 4 years later with an ava 1.0cm2 with elevated gradients and mild central ar, mild pvl." In this case, patient had vast comorbidities (e.g. Dyslipidemia, htn, diabetes, etc.), which are known factors that may increase the risk of atherosclerosis leading to early valve degeneration with stenosis and central regurgitation. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.